Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that responses to the requested clinical documentation have not been provided as of the date of this investigation. Per the visionaire liaison, the complaint does not have enough information in the product details or attachments to identify a visionaire case number. Based on the limited information provided, the reported external rotation could not be confirmed and the root cause and/or patient impact could not be fully assessed. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery performed with vis adpt guide kit jii cutting blocks, the patient experienced improper external rotation from the femoral component implanted (it is unknown if it was due to the cuts performed with the cut block). Even though it was stated that there have been follow up procedures to address this issue, it is unknown if patient already underwent or scheduled a revision surgery to treat this adverse event. Patient outcome is unknown.